Manufacturer narrative:
This report is submitted on may 09, 2023.

Event description:
Per the clinic, the patient experienced infection resulting in extrusion of the receiver/stimulator (specific date not reported). The patient was treated with oral antibiotics (specific date and duration not reported) however, the issue did not resolve. The device was explanted on (B)(6) 2023 , and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.